Event description:
Customer reported, when the icentral ui is configured to display only such bedside monitors that are switched on and communicating with icentral over the network, the yellow alarm, "connection to monitor lost", is not displayed when a bedside monitor unexpectedly disappears from the network. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.